Manufacturer narrative:
During testing, it was noted that the battery was swollen. Lead acid battery operation is based on an electrochemical reaction which is affected by temperature changes and aging effects of the battery. This reduces the discharge capacity of the battery and may increase the internal temperature during the charging and discharging process which could also result in swelling of the battery. For high internal battery temperatures the effects may result in deterioration of service life. The customer's contact report of malfunction error code 227 (temperature sensor object late) malfunction was noted in the device history but not duplicated during testing. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The device was returned to the service center with a report from the customer contact that during calibration and testing, the device alarmed er227 (temperature sensor object late) upon start up. This does not indicate a reportable malfunction. However, during verification testing at the service center, the device was received with a swollen battery.